Event description:
It was reported that prior to an unknown procedure, it was discovered that the individual device box was crushed and that the seal of the inside tyvek wrapper was open. This product was not used. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: is the sterile packaging and individual device box available for return? If yes, please make sure to include with the device for analysis.